Manufacturer narrative:
It was reported that following the procedure patient experienced recurrent inguinal hernia.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted.  It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/1/2019.

Manufacturer narrative:
Date sent to FDA: 11/9/2020. (B)(4). Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2018 due to fistula, abscess, infection, inflammation, erosion and adhesions.

Manufacturer narrative:
Date sent to the FDA: 12/8/2020.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.